Event description:
Report of pt with sore throat after use of a size 3 lma classic. Ulcerations on the posterior surface of the hypopharynx were observed during the endoscopy. The posterior hypopharynx ulcerations and sore throat have resolved.